Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a successful thrombectomy procedure with two retriever devices. The following day the patient developed symptomatic intracerebral hemorrhage (sich) due to the perforated branch bleeding of the left m1 segment. No treatment was performed for the sich; however, the patient recovered. No further information is available.

Manufacturer narrative:
This report is for 1 of 2 devices. The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a successful thrombectomy procedure with two retriever devices. The following day the patient developed spontaneous intracerebral hemorrhage (sich) due to the perforated branch bleeding of the left m1 segment. No treatment was performed for the sich; however, the patient recovered. No further information is available.